Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown.